Event description:
Litigation papers allege that on or about (B)(6) 2009, patient underwent a total hip replacement on his right side. Sometime after, patient allegedly experienced medical complications.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor. The complaint and associated mdrs were updated. The femoral head is now being added to the complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.